Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratches on the lcd window, cracked case at display window corners, and cracked battery tube threads.

Event description:
Customer's father reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 197 mg/dl. Customer's father didn't recall any significant event which may have caused the device to alarm. He was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.